Manufacturer narrative:
Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event.. User stated that he saw puss coming out of the insertion site and hcp confirmed that there was an infection but it was superficial according to the user and that is why no medication was prescribed.a review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. No further investigation is required.

Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where user's sensor was sticking out of the arm and also noticed puss coming out of it.